Event description:
The user reported that the cover had a small burn hole. Our investigation found a 1/2" diameter burn hole in the pad cover caused by a broken thermostat terminal.

Manufacturer narrative:
The user reported that the cover had a small burn hole. Our investigation found a 1/2" diameter burn hole in the pad cover caused by a broken thermostat terminal. Thermostat terminals can break when an excessive force is applied directly to the terminal. This does not happen during normal operation per our instructions. We have enacted a CAPA project ((B)(4)) to prevent recurrence of this issue.